Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 10 and 4109. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified worn markings due to usage, damage fingers due to the screw fracture and a fracture at the threads of the screw. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number available.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number are not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that patient presented in office with a fractured iunihg screw in an unknown 4/3 x 11.5 implant. Tooth location 30.